Manufacturer narrative:
This event occurred in (B)(4). The medical of the event stated as there was no information about the standard examinations in oncologic prostatic cancer follow up, the following medical assessment is based on the biochemical recurrence (bcr) after the radical prostatectomy (rp) in 2003. The definition of the biochemical recurrence (bcr) by the american urological association and european association of urology guidelines states: the current american urological association and european association of urology guidelines define bcr following rp as an initial psa value of 0.2 ng/ml confirmed by a subsequent psa value of .2 ng/ml. Source: cookson ms, aus g, burnett al, canby hagino ed, d¿amico av, dmochowski rr, et al. Variation in the definition of biochemical recurrence in patients treated for localized prostate cancer: the american urological association prostate guidelines for localized prostate cancer update panel report and recommendations for a standard in the reporting of surgical outcomes. J urol. 2007;177:540 5. Cornford p, bellmunt j, bolla m, briers e, de santis m, gross t, et al. Eau-estro-siog guidelines on prostate cancer. Part ii: treatment of relapsing, metastatic, and castration-resistant prostate cancer. Eur urol. 2017;71:630 42. In this case, the rise between residual tpsa result 0.17 ng/ml and the new value 0.21 ng/ml is far less than 0.2 ng ml, it is 0.04 ng/ml and does not meet the common definition of bcr. The threshold of 0.2 ng ml also was not met as given by the definition an initial psa value of 0.2 ng/ml confirmed by a subsequent psa value of 0.2 ng/ml. In summary, the oncologic decision to initiate radiation after rp in 2003, because of an increase of tpsa below the threshold of commonly used bcr definitions, is an individual treatment decision, which was based on more criteria than on the discrepant tpsa rise only. From a medical point of view, this described increase of tpsa in serial measurements after rp 18 years ago, is not sufficient as a standalone benchmark to initiate radiation. Further medical information necessary to understand the oncologic decision was asked for, but not provided. The medical assessment of this event concluded that the information provided does not reasonably suggest that the results from the elecsys psa test contributed to the decision for radiation treatment as the recommended bcr benchmark was not met. This assessment will be updated if additional and relevant information requested, becomes available. The customer's calibration, qc, and pre-analytical data were requested but not provided. On 23-feb-2021, the customer confirmed the field service engineer was recently onsite and changed the instrument gripper and adjusted the gripper. He confirmed the calibrations and qc were ok. The patient's sample and no further information were able to be obtained for investigation. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter alleged questionable elecsys total psa results for one patient tested on a cobas e411 disk. In (B)(6) 2020, the patient's elecsys total psa result was 0.006 ng ml and extremely low. The patient visited the urologist and the physician requested the laboratory to repeat the test, and the patient's repeat elecsys total psa result was the same. In (B)(6) 2020, the patient had a new sample collected and the patient's elecsys total psa result was 0.006 ng/ml. The patient went to two different hospitals and had samples collected for further testing on non-roche analyzers. The different analyzers used for patient testing were requested but not provided. On (B)(6) 2020, the patient's total psa result at the first hospital was 0.21 ng/ml. On (B)(6) 2021, the patient's total psa result at the second hospital was 0.20 ng/ml. The patient's physician decided to provide radiation therapy to the patient. The customer reported, the patient is supposed to be in good health. The cobas e411 disk serial number was (B)(4).